Event description:
The customer reported that the device has operational check test dates off. Device showed last shift system check date was (B)(6) 2018 on the screen after performing check today, (B)(6) 2018. There was no patient or user involvement.